Event description:
The reporter contacted lifescan on behalf of the patient alleging that pt's one touch ultra meter was reading inaccurately high. The patient woke up feeling totally confused, unable to speak, and disoriented, while lying in bed. Their family member contacted the paramedics. Shortly thereafter the paramedics arrived and obtained a 40 mg/dl on their meter and treated pt with glucose. The patient's family member could not recall the result obtained prior to the paramedics leaving. The patient was not transported to the hospital. The last test performed one day prior to the incident. The patient's family member could not specify the results or amount of insulin taken on the day prior to the incident. Over the last several weeks, the patient had been obtaining relatively elevated results and their physician had increased their insulin from 10 to 20 units. They had not experienced any symptoms of high or low blood glucose levels while taking the increased units of insulin. The patient did not allege harm. The customer care representative (ccr) walked the reporter through two consecutive control solution tests and both results fell above the specified range. The ccr verified that the test strips and control solution were within expiration date and in good condition. Issue was not resolved through troubleshooting. The meter, test strips, and control solution were replaced.